Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 8/23/2019. Device returned to manufacturer: yes. Device evaluation: the cartridge was received in a plastic bag along with the tray tyvek lid. The cartridge was received folded. Some stains of what appears to be balanced salt solution were observed at the wing area. These are indications the cartridge was handled at the surgical stage. The cartridge tip is deformed; the reported issue was verified. Since the cartridge was handled at the surgical stage a manufacturing related product quality deficiency could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed two additional investigation requests (irs) have been received for this lot; irs 5886940 with the same issue will be filed in a separate report. The other ir is not related to the reported event. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable; cartridge is not an implanted device. If explanted; give date: not applicable; cartridge is not an implanted device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge had a sharp edge on the tip when product was removed from the package. No further information was provided. This is 1 of 2 reports.